Manufacturer narrative:
Approximate age of device - 1 year and 7 months.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Although the reported alarms and pump stoppages were confirmed during the evaluation of the returned system controllers, the report of suspected pump thrombus could not be conclusively confirmed. A full evaluation of the device could not be conducted as the device was not returned. Device thrombosis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient expired, however, the date of death was not provided. It was reported that the "patient aspirated then coded".

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient is still alive, however, has been unresponsive since (B)(6). The vad remains off.

Event description:
The patient was implanted with a left ventricular assist device. The patient received a red heart alarm and the system controller was exchanged, but the pump would not restart. The log file showed a continuous red heart alarm/pump stop/low flow hazard. Pump thrombosis was suspected. The pump was turned off per the doctor''s order. The pump remains turned off and disconnected. It was incidentally reported that the patient has a past history of stroke on an unspecified date.